Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was 30.4 mmol/l. The customer treated their high blood glucose with bolus through insulin pump and customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that call went dead air in the middle of troubleshooting and due to which they were unable to troubleshoot for infusion set which were not sticking. The insulin pump will not be returned for analysis.